Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level ranged from 546-580 mg/dl with an unspecified level of ketones. A manual injection was administered to address bg. Subsequently, customer went to the emergency room (ER) on (B)(6) 2024 and was treated with intravenous saline and insulin to address bg level. The customer was released from the ER on (B)(6) 2024 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.